Manufacturer narrative:
It was reported that the hl20 pump displayed the error message: "belt slip". No patient was involved. A getinge field service technician (fst) was onsite for investigation. The fst investigated the pump in question and found a defective motor control board. After replacement of the defective control board the pump works to factory specification. The defective motor control board was not available for further investigation at the manufacturer. However the failure mode "belt slip" can be linked to the following most possible root causes according to the hl 20 risk management file (dms# 2023585, version 11): -failure of pump control board ; -defective/ dirty tacho, relay or pump belt. Thus the reported failure could be confirmed. The device was manufactured in 2014-03-16. The review of the non-conformities during the period of 2014-03-16 to 2021-11-03 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Reference number: (B)(4).

Manufacturer narrative:
It was reported that the hl20 single pump displayed the error message: "belt slip". The pump stopped. No patient was involved. A getinge field service technician will be sent onsite for investigation of the device. As soon as new information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that the hl20 roller pump module displayed the error message: "belt slip". The pump stopped. No patient involved. Reference number: (B)(4).